Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. A loaner was sent to the customer to initiate return of this device. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the controller error/optical bench issues have been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed on january 30th, when ic 1634 was turned on, the console twice checked 5 signal (5s) measurements with lamp voltages of 0.46v and 0.45v. After twice failing to pass 5s measurement thresholds, the console outputted a "controller error (defective optical sensor lamp)." Upon turning on the returned console, the error was reproduced with 5s measurements similar to what was seen in the field. The lamp was unplugged resulting in similar results. After confirming voltage into the lamp was within spec, the original optical bench was replaced with a known-good bench which passed its 5s parameters with no errors. Isolating the failure to the optical bench, the original bench was plugged back in which passed 5s measurements pointing to intermittent connectivity issues causing the failure mode. The cause of the aic issue was most likely a defective optical bench. This report is being filed as part of a retrospective review of historical records.